Event description:
It was reported that during a rotational atherectomy treatment procedure, the rotational speed would not display on the console. During preparation of the rotablator console outside of the patient, the user found that the rpm display on the rotablator console wasn't working. They tried two different advancers and on both occasions the console didn't display an rpm. It was further reported that the case was performed without the revolution counter available. The rotablator burr was used inside the patient and worked as expected, the physician could see the burr spinning on the x-ray equipment even though no revolutions were showing on the console. The procedure was completed successfully. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).